Event description:
During a periodic review of the programming history database, it was identified that a patient had high impedance on a system diagnostic test. After the high impedance was identified, the device was programmed off (output current - 0ma). Attempts to obtain additional information have been unsuccessful to date. No known surgical intervention has occurred to date.